Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer got a broken force sensor detected during seating or regular delivery alarm before critical pump error alarm. The customer¿s blood glucose level was unknown at the time of incident. The customer stated that the insulin pump did not turn on. The customer was unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Unable to verify a broken force sensor was detected during seating or regular delivery and critical pump error due to blank display.